Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat functional mitral regurgitation (mr). A mitraclip xtw was inserted and deployed on the mitral valve. However, during deployment, after removing the lock line, the clip opened from roughly 5 degrees to roughly 30 degrees. To stabilize the clip, an additional clip was implanted. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine the root cause for the reported unintended movement associated with clip open while locked. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2026, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve. However, during deployment, after removing the lock line, the clip opened from roughly 5 degrees to roughly 30 degrees. To stabilize the clip, an additional clip was implanted. The procedure was completed, and the mr was reduced to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.